Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no picture/image occurred due to cable failure caused a communication failure, resulting in the images not being displayed. However, the cause of the cable failure could not be identified and the root cause of no picture/image could not be determined. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
No additional treatment required. The patient¿s overall outcome was positive. No extended hospital stay required. No extended anesthesia or sedation required. The device inspected prior to use, as per the instructions for use.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had no image. The issue was found during preparation for use. There was a 10 minute delay and a similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image was displayed as reported due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.